Event description:
It was reported by the customer that a bd pyxis medstation es system drawers were failed and device not detected on the bus. The customer stated that there was a delay and affecting patient care due to the malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ medstation es - pfh2ctr2 main aux drawers failed, device not on bus a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all drawers failed and the error message popped up as device not detected on bus. A field service engineer had cleaned drugs from under drawer, reseated the row board cables for drawer and ensured cables were secure in the e-compartment to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.